Manufacturer narrative:
Additional PMA/510 (k): k023700, k002907.

Event description:
It was reported in 2007, a trans-arterial embolization procedure of the hepatic artery. During the procedure, the distal tip of the guidewire (subject device) fractured. "The fractured wire was successfully removed with a snare." The pt suffered no complications from this event, and is reported to be in good condition. The procedure was completed with another device of the same type.